Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she had a left coil that perforate uterus'), device expulsion ('migration of essure device location of device: uterus/essure device seen bilaterally with left appearing lower in the uterus, possibly not inserted as far into fallopian tube/the left fallopian tube did not visually demonstrate an essure coil.') And menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intradermal nevus, acrochordon, asthma, allergic rhinitis, chickenpox, pharyngitis streptococcal, diabetes, dysuria, chills, fever, urinary frequency, urinary urgency, lower abdominal pain, urinary tract infection, tonsillectomy, pelvic pain and raynauds. Previously administered products included for an unreported indication: clorimazole, levalbuterol, albuterol sulfate (proventil),, zolmitriptan, loratadine-pseudoephedrine (claritin-d 24 hour) and pramipexole. Concurrent conditions included hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, abdominal pain, hemorrhagic cyst, fibroids, cervicitis, acute pyelonephritis, nabothian cyst, menses irregular, dysmenorrhea, dysfunctional uterine bleeding, hot flashes, night sweats, irritability, tearfulness, hair loss, tooth fracture, knee pain, bloating, endocervical curettage, vaginal odor, vulval itching, amenorrhea, red blood cells urine, white blood cells urine, hematuria, endometrial ablation, ovarian cyst, asc-us, human papilloma virus infection, cervical intraepithelial neoplasia ii, raynaud's disease and rheumatoid arthritis. Concomitant products included beclometasone dipropionate (qvar), estradiol (estrace), fluticasone propionate (flonase), hydroxychloroquine, ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (provera), meloxicam (mobic), nifedipine (nifedical), norethisterone acetate (aygestin), norethisterone acetate (norethindrone acetate), omeprazole (prilosec), paracetamol (acetaminophen), pramipexole dihydrochloride (mirapex), salbutamol (albuterol hfa), sumatriptan, tramadol hydrochloride (ultram ER) and zaleplon (sonata). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition mental anguish") and depression ("psychological or psychiatric problems condition depression"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder / urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6)2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("upper and lower back problem"), rheumatoid arthritis ("rheumatoid arthritis "), tooth disorder ("bad teeth") and menopause ("menopause"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, mood swings, vaginal infection, anxiety, depression, headache, migraine, vaginal discharge, back pain, rheumatoid arthritis, tooth disorder and menopause outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, back pain, depression, device expulsion, headache, menopause, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound abdomen - on an unknown date: there are 2 possible small subendometrial fibroids. Small cyst with debris level within it in the left ovary no other suspicious ovarian pathology found. Ultrasound pelvis - on (B)(6) 2011: this follicle or small cyst on the left ovary. No right ovarian mass is identified. Minimal fluid within the endometrial canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 5 & 6 process together. On (B)(6) 2020: fu 5 & 6 process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she had a left coil that perforate uterus'), device expulsion ('migration of essure device location of device: uterus/essure device seen bilaterally with left appearing lower in the uterus, possibly not inserted as far into fallopian tube/the left fallopian tube did not visually demonstrate an essure coil.') And menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intradermal nevus, acrochordon, asthma, allergic rhinitis, chickenpox, pharyngitis streptococcal, diabetes, dysuria, chills, fever, urinary frequency, urinary urgency, lower abdominal pain, urinary tract infection, tonsillectomy, pelvic pain and raynauds. Previously administered products included for an unreported indication: clorimazole, levalbuterol, albuterol sulfate (proventil),, zolmitriptan, loratadine-pseudoephedrine (claritin-d 24 hour) and pramipexole. Concurrent conditions included hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, abdominal pain, hemorrhagic cyst, fibroids, cervicitis, acute pyelonephritis, nabothian cyst, menses irregular, dysmenorrhea, dysfunctional uterine bleeding, hot flashes, night sweats, irritability, tearfulness, hair loss, tooth fracture, knee pain, bloating, endocervical curettage, vaginal odor, vulval itching, amenorrhea, red blood cells urine, white blood cells urine, hematuria, endometrial ablation, ovarian cyst, asc-us, human papilloma virus infection, cervical intraepithelial neoplasia ii, raynaud's disease and rheumatoid arthritis. Concomitant products included beclometasone dipropionate (qvar), estradiol (estrace), fluticasone propionate (flonase), hydroxychloroquine, ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (provera), meloxicam (mobic), nifedipine (nifedical), norethisterone acetate (aygestin), norethisterone acetate (norethindrone acetate), omeprazole (prilosec), paracetamol (acetaminophen), pramipexole dihydrochloride (mirapex), salbutamol (albuterol hfa), sumatriptan, tramadol hydrochloride (ultram ER) and zaleplon (sonata). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition mental anguish") and depression ("psychological or psychiatric problems condition depression"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder / urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("upper and lower back problem"), rheumatoid arthritis ("rheumatoid arthritis "), tooth loss ("bad teeth,tooth loss"), menopause ("menopause") and alopecia ("hair loss"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, mood swings, vaginal infection, anxiety, depression, headache, migraine, vaginal discharge, back pain, rheumatoid arthritis, tooth loss, menopause and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, headache, menopause, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound abdomen - on an unknown date: there are 2 possible small subendometrial fibroids. Small cyst with debris level within it in the left ovary no other suspicious ovarian pathology found. Ultrasound pelvis - on (B)(6) 2011: this follicle or small cyst on the left ovary. No right ovarian mass is identified. Minimal fluid within the endometrial canal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal infection, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : following event was added : hair loss. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she had a left coil that perforate uterus'), device expulsion ('migration of essure device location of device: uterus/essure device seen bilaterally with left appearing lower in the uterus, possibly not inserted as far into fallopian tube/the left fallopian tube did not visually demonstrate an essure coil.') And menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intradermal nevus, acrochordon, asthma, allergic rhinitis, chickenpox, pharyngitis streptococcal, diabetes, dysuria, chills, fever, urinary frequency, urinary urgency, lower abdominal pain, urinary tract infection, tonsillectomy, pelvic pain and raynauds. Previously administered products included for an unreported indication: clorimazole, levalbuterol, albuterol sulfate (proventil),, zolmitriptan, loratadine-pseudoephedrine (claritin-d 24 hour) and pramipexole. Concurrent conditions included hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, abdominal pain, hemorrhagic cyst, fibroids, cervicitis, acute pyelonephritis, nabothian cyst, menses irregular, dysmenorrhea, dysfunctional uterine bleeding, hot flashes, night sweats, irritability, tearfulness, hair loss, tooth fracture, knee pain, bloating, endocervical curettage, vaginal odor, vulval itching, amenorrhea, red blood cells urine, white blood cells urine, hematuria, endometrial ablation, ovarian cyst, asc-us, human papilloma virus infection, cervical intraepithelial neoplasia ii, raynaud's disease and rheumatoid arthritis. Concomitant products included beclometasone dipropionate (qvar), estradiol (estrace), fluticasone propionate (flonase), hydroxychloroquine, ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (provera), meloxicam (mobic), nifedipine (nifedical), norethisterone acetate (aygestin), norethisterone acetate (norethindrone acetate), omeprazole (prilosec), paracetamol (acetaminophen), pramipexole dihydrochloride (mirapex), salbutamol (albuterol hfa), sumatriptan, tramadol hydrochloride (ultram ER) and zaleplon (sonata). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition mental anguish") and depression ("psychological or psychiatric problems condition depression"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder / urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("upper and lower back problem"), rheumatoid arthritis ("rheumatoid arthritis "), tooth loss ("bad teeth,tooth loss"), menopause ("menopause") and alopecia ("hair loss"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, mood swings, vaginal infection, anxiety, depression, headache, migraine, vaginal discharge, back pain, rheumatoid arthritis, tooth loss, menopause and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, headache, menopause, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound abdomen - on an unknown date: there are 2 possible small subendometrial fibroids. Small cyst with debris level within it in the left ovary no other suspicious ovarian pathology found.. Ultrasound pelvis - on (B)(6) 2011: this follicle or small cyst on the left ovary. No right ovarian mass is identified. Minimal fluid within the endometrial canal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal infection, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she had a left coil that perforate uterus'), device expulsion ('migration of essure device location of device: uterus/essure device seen bilaterally with left appearing lower in the uterus, possibly not inserted as far into fallopian tube/the left fallopian tube did not visually demonstrate an essure coil.') And heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia),') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intradermal nevus, acrochordon, asthma, allergic rhinitis, chickenpox, pharyngitis streptococcal, diabetes, dysuria, chills, fever, urinary frequency, urinary urgency, lower abdominal pain, urinary tract infection, tonsillectomy, pelvic pain and raynauds. Previously administered products included for an unreported indication: zolmitriptan, loratadine-pseudoephedrine (claritin-d 24 hour), pramipexole, clorimazole, levalbuterol, albuterol sulfate (proventil) and. Concurrent conditions included hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, abdominal pain, hemorrhagic cyst, fibroids, cervicitis, acute pyelonephritis, nabothian cyst, menses irregular, dysmenorrhea, dysfunctional uterine bleeding, hot flashes, night sweats, irritability, tearfulness, hair loss, tooth fracture, knee pain, bloating, endocervical curettage, vaginal odor, vulval itching, amenorrhea, red blood cells urine, white blood cells urine, hematuria, endometrial ablation, ovarian cyst, asc-us, human papilloma virus infection, cervical intraepithelial neoplasia ii, raynaud's disease and rheumatoid arthritis. Concomitant products included beclometasone dipropionate (qvar), estradiol (estrace), fluticasone propionate (flonase), hydroxychloroquine, ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (provera), meloxicam (mobic), nifedipine (nifedical), norethisterone acetate (aygestin), norethisterone acetate (norethindrone acetate), omeprazole (prilosec), paracetamol (acetaminophen), pramipexole dihydrochloride monohydrate (mirapex), salbutamol (albuterol hfa), sumatriptan, tramadol hydrochloride (ultram ER) and zaleplon (sonata). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area/extreme stabbing pain"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition mental anguish") and depression ("psychological or psychiatric problems condition depression"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder / urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("upper and lower back problem"), rheumatoid arthritis ("rheumatoid arthritis "), tooth loss ("bad teeth,tooth loss"), menopause ("menopause"), alopecia ("hair loss") and amnesia ("memory loss"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, mood swings, anxiety, depression, headache, migraine, back pain, rheumatoid arthritis, tooth loss, menopause and amnesia outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage, pelvic pain, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, amnesia, anxiety, back pain, depression, device expulsion, headache, heavy menstrual bleeding, menopause, migraine, mood swings, pelvic pain, rheumatoid arthritis, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient felt extreme stabbing pain in the circled location when se cough or move a certain way. It was not constant but when the pain hits it stops her instantly and it make her cry. She had been treated for pain, bleeding, migration, bladder/urinary problems, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound abdomen - on an unknown date: there are 2 possible small subendometrial fibroids. Small cyst with debris level within it in the left ovary no other suspicious ovarian pathology found. Ultrasound pelvis - on (B)(6) 2011: this follicle or small cyst on the left ovary. No right ovarian mass is identified. Minimal fluid within the endometrial canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal infection, vaginal discharge concerning the injuries reported in this case the following were reported via social media- memory loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event memory loss and reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she had a left coil that perforate uterus'), device expulsion ('migration of essure device location of device: uterus/essure device seen bilaterally with left appearing lower in the uterus, possibly not inserted as far into fallopian tube/the left fallopian tube did not visually demonstrate an essure coil.') And menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intradermal nevus, acrochordon, asthma, allergic rhinitis, chickenpox, pharyngitis streptococcal, diabetes, dysuria, chills, fever, urinary frequency, urinary urgency, lower abdominal pain, urinary tract infection, tonsillectomy, pelvic pain and raynauds. Previously administered products included for an unreported indication: clorimazole, levalbuterol, albuterol sulfate (proventil),, zolmitriptan, loratadine-pseudoephedrine (claritin-d 24 hour) and pramipexole. Concurrent conditions included hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, abdominal pain, hemorrhagic cyst, fibroids, cervicitis, acute pyelonephritis, nabothian cyst, menses irregular, dysmenorrhea, dysfunctional uterine bleeding, hot flashes, night sweats, irritability, tearfulness, hair loss, tooth fracture, knee pain, bloating, endocervical curettage, vaginal odor, vulval itching, amenorrhea, red blood cells urine, white blood cells urine, hematuria, endometrial ablation, ovarian cyst, asc-us, human papilloma virus infection, cervical intraepithelial neoplasia ii, raynaud's disease and rheumatoid arthritis. Concomitant products included beclometasone dipropionate (qvar), estradiol (estrace), fluticasone propionate (flonase), hydroxychloroquine, ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (provera), meloxicam (mobic), nifedipine (nifedical), norethisterone acetate (aygestin), norethisterone acetate (norethindrone acetate), omeprazole (prilosec), paracetamol (acetaminophen), pramipexole dihydrochloride (mirapex), salbutamol (albuterol hfa), sumatriptan, tramadol hydrochloride (ultram ER) and zaleplon (sonata). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6)2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition mental anguish") and depression ("psychological or psychiatric problems condition depression"). On (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 years 9 months after insertion of essure. On (B)(6)2018, the patient experienced vaginal infection ("infection (bladder / urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6)2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("upper and lower back problem"), rheumatoid arthritis ("rheumatoid arthritis "), tooth loss ("bad teeth,tooth loss"), menopause ("menopause"), alopecia ("hair loss") and pain ("extreme stabbing pain"). The patient was treated with surgery (ablation on (B)(6)2015 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, mood swings, vaginal infection, anxiety, depression, headache, migraine, vaginal discharge, back pain, rheumatoid arthritis, tooth loss, menopause and alopecia outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, headache, menopause, menorrhagia, migraine, mood swings, pain, pelvic pain, rheumatoid arthritis, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient felt extreme stabbing pain in the circled location when se cough or move a certain way. It was not constant but when the pain hits it stops her instantly and it make her cry. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound abdomen - on an unknown date: there are 2 possible small subendometrial fibroids. Small cyst with debris level within it in the left ovary no other suspicious ovarian pathology found.. Ultrasound pelvis - on (B)(6)2011: this follicle or small cyst on the left ovary. No right ovarian mass is identified. Minimal fluid within the endometrial canal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal infection, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - extreme stabbing pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she had a left coil that perforate uterus'), device expulsion ('migration of essure device location of device: uterus/essure device seen bilaterally with left appearing lower in the uterus, possibly not inserted as far into fallopian tube/the left fallopian tube did not visually demonstrate an essure coil.') And menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intradermal nevus, acrochordon, asthma, allergic rhinitis, chickenpox, pharyngitis streptococcal, diabetes, dysuria, chills, fever, urinary frequency, urinary urgency, lower abdominal pain, urinary tract infection, tonsillectomy, pelvic pain and raynauds. Previously administered products included for an unreported indication: clorimazole, levalbuterol, albuterol sulfate (proventil),, zolmitriptan, loratadine-pseudoephedrine (claritin-d 24 hour) and pramipexole. Concurrent conditions included hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, abdominal pain, hemorrhagic cyst, fibroids, cervicitis, acute pyelonephritis, nabothian cyst, menses irregular, dysmenorrhea, dysfunctional uterine bleeding, hot flashes, night sweats, irritability, tearfulness, hair loss, tooth fracture, knee pain, bloating, endocervical curettage, vaginal odor, vulval itching, amenorrhea, red blood cells urine, white blood cells urine, hematuria, endometrial ablation, ovarian cyst, asc-us, human papilloma virus infection, cervical intraepithelial neoplasia ii, raynaud's disease and rheumatoid arthritis. Concomitant products included beclometasone dipropionate (qvar), estradiol (estrace), fluticasone propionate (flonase), hydroxychloroquine, ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (provera), meloxicam (mobic), nifedipine (nifedical), norethisterone acetate (aygestin), norethisterone acetate (norethindrone acetate), omeprazole (prilosec), paracetamol (acetaminophen), pramipexole dihydrochloride (mirapex), salbutamol (albuterol hfa), sumatriptan, tramadol hydrochloride (ultram ER) and zaleplon (sonata). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area/extreme stabbing pain"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition mental anguish") and depression ("psychological or psychiatric problems condition depression"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder / urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("upper and lower back problem"), rheumatoid arthritis ("rheumatoid arthritis "), tooth loss ("bad teeth,tooth loss"), menopause ("menopause") and alopecia ("hair loss"). The patient was treated with surgery (ablation on (B)(6) 2015 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, mood swings, anxiety, depression, headache, migraine, back pain, rheumatoid arthritis, tooth loss and menopause outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, vaginal infection, vaginal discharge and alopecia had resolved. The reporter considered alopecia, anxiety, back pain, depression, device expulsion, headache, menopause, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient felt extreme stabbing pain in the circled location when se cough or move a certain way. It was not constant but when the pain hits it stops her instantly and it make her cry. She had been treated for pain, bleeding, migration, bladder/urinary problems, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound abdomen - on an unknown date: there are 2 possible small subendometrial fibroids. Small cyst with debris level within it in the left ovary no other suspicious ovarian pathology found. Ultrasound pelvis - on (B)(6) 2011: this follicle or small cyst on the left ovary. No right ovarian mass is identified. Minimal fluid within the endometrial canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.event outcome for pain, bleeding, bladder/urinary problem, alopecia was updated to recovered. Pain nos event clubbed with pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/essure device seen bilaterally with left appearing lower in the uterus, possibly not inserted as far into fallopian tube/the left fallopian tube did not visually demonstrate an essure coil.') And menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intradermal nevus, acrochordon, asthma, allergic rhinitis, chickenpox, pharyngitis streptococcal, diabetes, dysuria, chills, fever, urinary frequency, urinary urgency, lower abdominal pain, urinary tract infection, tonsillectomy, pelvic pain and raynauds. Previously administered products included for an unreported indication: clotrimazole, levalbuterol, albuterol sulfate (proventil),, zolmitriptan, loratadine-pseudoephedrine (claritin-d 24 hour) and pramipexole. Concurrent conditions included ovarian cyst, genital bleeding, abdominal pain, hemorrhagic cyst, fibroids, cervicitis, acute pyelonephritis, nabothian cyst, menses irregular, dysmenorrhea, dysfunctional uterine bleeding, hot flashes, night sweats, irritability, tearfulness, hair loss, tooth fracture, knee pain, bloating, endocervical curettage, vaginal odor, vulval itching, amenorrhea, red blood cells urine, white blood cells urine, hematuria and endometrial ablation. Concomitant products included beclometasone dipropionate (beclomethasone aqueous), estradiol, fluticasone, hydroxychloroquine, ibuprofen, ibuprofen (motrin), meloxicam, nifedipine (nifedical), norethisterone acetate (aygestin), norethisterone acetate (norethindrone acetate), omeprazole, paracetamol (acetaminophen), pramipexole, progesterone, salbutamol (albuterol hfa), sumatriptan, tramadol hydrochloride (ultram ER) and zaleplon. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pain pelvic area"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition mental anguish") and depression ("psychological or psychiatric problems condition depression"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), 5 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder / urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, mood swings, vaginal infection, anxiety, depression, headache, migraine and vaginal discharge outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Ultrasound abdomen - on an unknown date: there are 2 possible small subendometrial fibroids. Small cyst with debris level within it in the left ovary no other suspicious ovarian pathology found. Ultrasound pelvis - on (B)(6) 2011: this follicle or small cyst on the left ovary. No right ovarian mass is identified. Minimal fluid within the endometrial canal.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs and mr received ¿ case become incident. New event migration of essure device location of device: uterus/essure device seen bilaterally with left appearing lower in the uterus, possibly not inserted as far into fallopian tube/the left fallopian tube did not visually demonstrate an essure coil, abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood swings, infection (bladder / urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition depression and mental anguish, migraines / headaches and vaginal discharge were added. Outcome of pelvic pain (unknown to recovering / resolving) were updated. Patient information date of birth and height were added. Product information indication and date of removal were added. New reporter and consumer address were added. Medical history lab data and concomitant medication acetaminophen, aygestin, ultram ER, hydroxychloroquine, zaleplon, meloxicam, albuterol hfa, beclomethasone aqueous, norethindrone acetate, omeprazole, pramipexole, motrin [ibuprofen], progesterone , estradiol, fluticasone, nifedical, ibuprofen and sumatriptan were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.